Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia above 400 mg/dl with downward trend arrows after changing infusion supplies, which followed consumption of a soda believed to be sugar free; the user reported no visible infusion set issues and later changed supplies again, after which glucose returned to range. Symptoms included hyperglycemia without ketone testing, without professional intervention, and without acute complications. Outcomes included transient impact to glucose control with return to normoglycemia after supply change and monitoring, without hospitalization or need for assistance. Investigation included user troubleshooting and education regarding potential contributors to high glucose and instruction to change supplies if hyperglycemia persisted. Investigation of this case revealed no confirmed device or component malfunction and no infusion set damage, with the event consistent with hyperglycemia of unclear cause potentially influenced by carbohydrate exposure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.